Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was shaking. It is known that the device was used in surgery. There were no patient or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.